Manufacturer narrative:
(B)(4). E7058 wallflex biliary fully covered chronic pancreatic registry clinical trial. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a wallflex biliary rmv fully covered stent was implanted on (B)(6) 2017 as part of the e7058 wallflex biliary fully covered chronic pancreatitis registry clinical trial. The patient was enrolled into the clinical trial on (B)(6) 2017. The patient had a history of chronic pancreatitis diagnosed in (B)(6) 2016 and the patient¿s gallbladder was present. Reportedly, patient¿s pancreatitis was calcific and the patient is a candidate for surgical alternative to stenting. On (B)(6) 2017, an assessment of biliary obstructive symptoms was taken with no reported symptoms. Liver function test were also performed on (B)(6) 2017. The patient was randomized to the metal stent arm of the study on (B)(6) 2017. Prior biliary and pancreatic sphincterotomy had been performed. Common bile duct (cbd) imaging via cholangiogram was performed prior to the stent placement procedure, it was noted that the stricture location was distal, no intrahepatic strictures were observed, and prophylactic antibiotics were administered. A previously placed pancreatic stent was removed. During the stent placement procedure on (B)(6) 2017, the wallflex biliary rmv fully covered study stent was deployed in a satisfactory position. On (B)(6) 2017, clinical exam and abdominal ultrasound confirmed that the patient experienced a serious adverse event of cholecystitis. The cholecystitis was deemed related to the study stent. The patient was treated with an unspecified antibiotic and no other intervention was performed. The cholecystitis was considered resolved on (B)(6) 2017.